Event description:
It was reported that following implant of this subcutaneous implantable cardioverter defibrillator (sicd) the patient experienced an inappropriate shock. A boston scientific (bsc) technical services consultant discussed likely air entrapment caused the inappropriate shock. The bsc local area representative confirmed he could palpate the device and noise was reproduced. Guidance was to leave device therapy programmed off and reassess the following day to see if noise could be recreated and to consider programming therapy back on if the issue was resolved. The system remains in service and no additional adverse patient effects were reported. The bsc local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.